Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient has had wonderful results with the ins for the last year and a half. Caller states that she has not adjusted her ins for a year and half because she was very happy with where it was set at. The caller states recently, 2 weeks ago on (B)(6) she has some new acute pain from her sciatica and piriformis muscle. The patient said they had been to their healthcare provider (hcp) and the hcp put in an epidural steroid shot in the spot of the acute pain. The patient continued to be in pain. The patient wanted to know if they should make an adjustment to help relieve some of the pain. The patient stated she was on program b, upright, at 2.8v. The patient adjusted to 3.2v. The patient stated she was feeling stimulation more in her legs and wanted to feel it more in her buttocks. The patient was told they could try the new setting and they should follow up with the hcp if it did not resolve the pain. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating the MRI revealed a sacral insufficiency fracture. It was reported the patient increased from 2.80 to 3.20 and used pain medication to help resolve the issue. ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event. ***